Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3. (Added health professional "no". And occupation "non health professional"). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over three (3) years, since the subject device was manufactured. During the device inspection, leakage at the scope connector and plug unit was observed. Based on the results of the investigation and the information provided, it could not be determined, what the foreign material was. It is likely, that the following led to the malfunction: due to the leakage from the scope connector and plug unit, proper reprocessing may not have been possible. And the foreign matter may not have been removed. The events can be detected and prevented, in accordance with the following sections of the instructions for instructions for use:  the instruction manual cf-ez1500dl/I, operation manual, chapter 3: preparation and inspection: describes, how to detect for the suggested events.  The instruction manual cf-ez1500dl/I, reprocessing manual, chapter 5: reprocessing the endoscope: describes, how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white foreign material inside of the air/water tube and the air/water cylinder. There were no reports of patient involvement.